Manufacturer narrative:
Investigation summary: no returned samples. Investigation conclusion: there is no returned samples or photos for investigation. Hence, unable to confirm customer experience of bent needle. Root cause description: DHR reviewed for affected batch numbers for hypoint needle, hypodermic needle and cannula do not observe abnormalities. Root cause could not be established as there is no returned photos and samples for investigation. Rationale: complaint will be re-opened if samples/photos are returned.

Event description:
It was reported that hypoint ndl25ga5/8in plunger rod was broken. This was discovered during use. The following information was provided by the initial reporter: one of our patients contacted the service on (B)(6) 2019 informing us of a problem she had administering the drug. This patient usually has access to three syringes at home/on her person. She describes opening the packaging of the first syringe to note the plunger was broken. I do not have the exact detail. This was not used. She was able to administer medication from the second pre-filled syringe, but states that the needed bent in the subcutaneous tissue upon use. This lead to painful drug delivery, but fortunately was effective at managing the symptoms. Repeat prescription issued and discussed the case with her pharmacy. When I spoke to the patient symptoms had resolved. I issued a repeat prescription and discussed the case with her pharmacy.